Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer rebooted the station and recovered the door multiple times; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed repeatedly despite reboot and multiple door recovery attempts. A field service engineer cleaned and tightened the latch column connections, reinstalled the latch column, restarted the station, tested the door through hardware and acceptance testing, and confirmed the customer was able to access the door and inventory the medication. The system functioned as intended after the field service engineer repaired the device.